Event description:
It was reported that a spectrum iq infusion pump had the speaker cutting out. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of 'speaker cutting out' was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be speaker out of place causing low sound. The rear case will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.